Event description:
Received info regarding air bubbles in the cartridge. Customer's blood glucose level was 385 mg/dl.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.